Event description:
The email received for the sapphire study indicated during the index procedure, a post angiogram showed that there was an absence of flow in the internal carotid artery, therefore the angioguard filter was aspirated with a shuttle sheath. It was also noted that the first precise (pc0830rxc/ lot 15407060) appeared to be less than fully deployed. Therefore, a second precise needed to be deployed overlapping the initial stent. The patient is a (B)(6) male who was enrolled in the sapphire study for stenting of the carotid artery. The target lesion location was the proximal left internal carotid artery (ica). The vessel was described as severely calcified and mildly tortuous. The rate of stenosis was 99%. An angioguard (601814rmc/ lot70811492) embolic protection device was advanced to the target lesion through a 6fr shuttle sheath but would not cross the lesion. In the process the device kinked. Therefore, another angioguard (601814rmc/ lot 70811542) was used and placed distal to the lesion. The lesion was pre-dilated and two precise stents were placed overlapping in the lesion. It was noted that the first precise (pc0830rxc/ lot 15407060) was placed at the lesion and post dilated with a 5x20 balloon. A post angiogram showed that there was an absence of flow in the internal carotid artery. An additional angiogram was taken after the filter was safely retrieved using a retrieval catheter and the entire contents of the shuttle sheath were bled-back out. This showed that the internal carotid was patent. An additional angiogram was performed and it showed that the stent appeared to be less than fully deployed and the proximal portion of the stent was even with the proximal portion of the plaque. Therefore, a second precise (pc0830rxc/ lot 15440710) needed to be deployed. The procedure was successfully completed. There was no reported injury to the patient. The patient was discharged two post procedure with aspirin and clopidogrel prescribed.

Manufacturer narrative:
The email received for the (B)(4) study indicated during the index procedure post angiogram showed that there was an absence of flow in the internal carotid artery, therefore the angioguard filter was aspirated with a shuttle sheath. It was also noted that the first precise ((B)(4)) appeared to be less than fully deployed. Therefore a second precise needed to be deployed overlapping the initial stent. The patient is an (B)(6) male who was enrolled in the (B)(4) study for stenting of the carotid artery. The target lesion location was the proximal left internal carotid artery (ica). The vessel was described as severely calcified and mildly tortuous. The rate of stenosis was 99%. An angioguard embolic protection device was advanced to the target lesion through a 6fr shuttle sheath but would not cross the lesion. In the process the device kinked. Therefore, another angioguard was used and placed distal to the lesion. The lesion was then pre-dilated and the first precise stent was placed. It was noted that the first precise ((B)(4)) was placed at the lesion and post dilated with a 5x20 balloon. A post angiogram showed that there was an absence of flow in the internal carotid artery. An additional angiogram was taken after the filter was safely retrieved using a retrieval catheter and the entire contents of the shuttle sheath were bled-back out. This showed that the internal carotid was patent. An additional angiogram was performed and it showed that the stent appeared to be less than fully deployed and the proximal portion of the stent was even with the proximal portion of the plaque. Therefore a second precise ((B)(4)) needed to be deployed overlapping the first stent. The procedure was successfully completed. There was no reported injury to the patient. The patient was discharged two post procedure with aspirin and clopidogrel prescribed. The patients medical history of includes cardiac arrhythmia, congestive heart failure, CABG, smoking, diabetes mellitus, coronary artery disease, myocardial infarction and hypertension with a high risk criteria of age greater than (B)(6). The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported incomplete stent expansion. However, vessel characteristics and procedural factors may have contributed to the reported event. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patient's vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2012-00221 and 1016427-2012-00035.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2012-00221 and 1016427-2012-00035.